Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer reported that pump supplies would be changed. There was no adverse impact to the customer¿s blood glucose value.